Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and it appears that difficult or delayed positioning was related to challenging patient morphology/ pathology, and tissue damage resulted from procedural conditions. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (00601u122) was advanced to the mitral valve, noting a dilated left atrium. The clip was placed and insertion was confirmed. During efaa the clip started to open. The clip was closed and efaa was attempted again and again the clip started opening. With the clip in about a 60 degree arm angle the physician cycled the lock lever and closed the clip again. The clip again failed efaa. It was decided to take the clip out of the anatomy and prep a new clip. Another cds (00601u117) was prepped and was advanced to the mitral valve but became caught in the cords several times during the procedure, resulting in chordal ruptures on both the anterior and posterior leaflets. This issue was resolved once the clip was placed and deployed in the intended position, reducing mr to trace. No additional information was provided.